Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The tip of a 2.0mm speed guide drill broke and was left stuck in the patients bone. Sales rep reported that the event occurred during a primary surgery for a variax distal humerus plate.